Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user biomedical technican reported that no fluid was removed from a patient during the first 5 hours of their treatment on a fresenius 2008t hemodialysis (hd) machine. The patient was moved to another machine and dialyzed another 4 hours with no harm, complaints, symptoms, medical intervention, or adverse events reported. The patient consumed a 16oz beverage during their treatment, and no other additional fluids were provided to the patient. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. Additional patient and treatment details were not provided. A fresenius regional equipment specialist recalibrated the conductivity cells and tested the acid and bicarb pumps to return the machine to service.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A fresenius regional equipment specialist (res) could not duplicate the ultrafiltration issue. The res recalibrated the conductivity cells and tested the acid and bicarb pumps as a precaution to return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Information in the complaint file and the medical records were reviewed. On (B)(6) 2018, a user facility (biomedical technician) called technical support to report this 48-year-old male patient with end stage renal disease (esrd) on hemodialysis (hd) thrice weekly for renal replacement therapy (rrt) underwent 4.0 hours of a 5.0 hour hd treatment without ultrafiltration (uf). The patient was reportedly switched to another machine, and uf occurred without issue. During follow-up, the charge registered nurse (rn) confirmed the event of no uf during hd therapy on (B)(6) 2018. The rn stated the patient was moved to another machine following the event, and underwent an additional 4.0 hours of hd therapy without issue (pre-treatment weight = 96.1 kg, post-treatment weight = 87.7 kg). Reportedly no machine alarms occurred during treatment, and the uf was never discontinued and/or paused during therapy. A fresenius regional equipment specialist (res) was dispatched to evaluate the reported issue of lack of uf on (B)(6) 2018. During the service call, the 2008t hd machine was found to be functioning within manufacture specifications. The res was unable to reproduce the reported problem, and all uf functional compliance testing was passed. It should be noted the res recalibrated the conductivity cells and tested the acid and bicarbonate pumps as a preventative measure, and not to address any reported malfunction. A temporal relationship exists between the hd therapy utilizing the fresenius 2008t hemodialysis machine, and the reported adverse event of lack of uf during hd therapy which extended the patient¿s treatment time. The etiology of the lack of uf is unknown; therefore causality cannot fully be determined. However based on the information available, there is no documentation or indication the fresenius 2008t hemodialysis machine caused or contributed to a serious adverse patient event. The fresenius 2008t hemodialysis machine can be disassociated from this event; as there is no evidence of a machine malfunction, or of the machine failing to perform as expected. The 2008t hemodialysis machine passed all functional compliance testing following the event and was returned to service.

Manufacturer narrative:
Adverse event changed to yes. Required intervention changed to yes.

Event description:
A user biomedical technician reported that no fluid was removed from a patient during the first 5 hours of their treatment on a fresenius 2008t hemodialysis (hd) machine. The patient was moved to another machine and dialyzed another 4 hours with no harm, complaints, symptoms, or adverse events reported. The patient consumed a 16oz beverage during their treatment, and no other additional fluids were provided to the patient. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not have any complaints or symptoms related to the reported event. As an additional treatment was required the same day of the event, that is considered medical intervention. Additional patient and treatment details were not provided. A fresenius regional equipment specialist recalibrated the conductivity cells and tested the acid and bicarb pumps to return the machine to service.